Manufacturer narrative:
Balt USA reference (B)(4). An evaluation of the actual complaint sample could not be performed as device was unavailable to be return. Based on the provided information, root cause could not be definitively determined. Lack of device return prevented deeper evaluation of the reported issue. Review of the lot history records could not be performed as the manufacturing lot number was not reported for this unit. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "the physician was coiling off a lumbar branch of an artery and with the coil about 75% in the vessel it broke and then became unraveled. The were able to pull most of the coil out but after the procedure they pull the entire coil out of the skin. After our coil broke they used ruby's to finish the job." Update 28jun2024 - additional information received from the issuer: "1. Can you confirm the product reference number? A. We were not able to find pres0212cpkplt in our system. We only found pres0212cxpplt. Yes, you are correct. 2. Did the procedure involve tortuous anatomy? Yes. 3. How did the physician pull the coil out? With his hands. 4. Was there additional intervention needed due to this incident? No. 5. Can you explain in further detail what you mean by "pull the entire coil out of the skin"? I will ask but was told during closure of the procedure the filament was seen and they pull it from the skin and removed the coil". Incident report form submitted for this complaint indicates that no patient injury was sustained.